Manufacturer narrative:
This console was serviced at the customer's site by (B)(6), a specialized service provider. Their field service engineer (fse) confirmed errors 832 interlock test failure and 302.13 mcb (master control board) hardware interlock bit and determined there was an electrical issue with the lps (laser power supply). Replacing the lps resolved the issue. The reported event was confirmed. The console was calibrated and passed functional and electrical safety testing. Additionally, the lps serial number (B)(6) was returned to the arden hills, mn ce cis (capital equipment complaint investigation site) lab. It passed both visual inspection and full functional testing, and no issues were identified. Thus, it was not known why the fault condition occurred and it can be concluded that unknown factors most probably contributed to the reported event. The investigation was assigned the most probable conclusion code of cause not established.

Event description:
It was reported that, prior to procedure, the console system was showing lvps issue on log file. It was noted that error codes 832: "int 0 test failed" and 302.13: "mcb hardware interlock bit" were displayed and would keep appearing despite troubleshooting attempts. The patient who had been scheduled for a procedure that day was rescheduled for another day, however, it is unknown if the patient was present and sedated at the time that the procedure was rescheduled. There were no patient or user complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that, prior to procedure, the console system was showing lvps issue on log file. It was noted that error codes 832 and 302.13 were displayed and would keep appearing despite troubleshooting attempts. There was no procedure involved and no patient complications. The patient was rescheduled for another day. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.